Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test in that the vibrator did not vibrate when it was supposed to. No pump errors 23, 24, and 49 occurred during testing. After further review, the battery compartment is corroded, and there are signs of previous moisture presence on the battery board underneath the battery compartment and on the battery connectors located on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had post arc reset alarm. Customer was able to clear the alarm and was able to rewind the insulin pump. Customer reported that they received multiple error alarm after battery change. No harm requiring medical interventions was reported. The insulin pump will be returned for analysis.